Manufacturer narrative:
An event of replacement of the valve due to trifecta valve failure was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized trifecta valve was implanted. In (B)(6) 2020, the patient required a valve-in-valve due to trifecta valve failure. A non-sjm valve was successfully implanted. The patient status is reported as unknown. Additional information was requested, however is not available.